Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), confirmed damage to the apical cuff lock; however, a specific cause for the reported event of the cuff lock not being fully engaged in the first engagement attempt could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6" from the pump header. The remaining distal portion of the pump cable was returned with the tunneling adapter attached. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Initial visual inspection revealed the presence of tool markings on the cuff lock handle which appeared consistent with the report that pliers were used multiple times to disengage the lock. Upon disassembly, visual inspection of the cuff lock on a 1:1 drawing overlay revealed that both locking arms were bent outwards, out of specification. Additionally, scratch marks were present on the motor cap near areas where the locking arm pegs and outer most regions of the lock are intended to move during engagement. Dimensional analysis of the cuff lock using a vision system confirmed that both locking arms were bent out of specification. The pump was reassembled, and engagement testing was performed using a test apical cuff. The cuff lock was unable to be fully engaged as evidenced by a partial exposure of the lock's yellow wings. Increased resistance was observed when moving the lock into this position due to the damaged cuff lock coming into contact with the motor cap. The lock was able to be retracted to the fully open position with similar resistance. Engagement testing was repeated; however, a test cuff lock was used instead of the returned cuff lock. No issues were observed when engaging the test cuff lock to the test apical cuff. Additionally, the expected tactile feedback was observed when rotating the test apical cuff in the test cuff lock. The connection was not loose. The report that the cuff lock was not fully engaged upon the initial engagement attempt would have resulted in the reported bleeding between the apical cuff and the pump; however, the root cause for the initial engagement issue could not conclusivley determined through this evaluation. Additionally, it was unable to be determined exactly when or how the locking arms became damaged; however, the reported use of pliers during unlocking would have resulted in a high load being applied to the cuff lock, which has the potential to cause permanent deformation. The damaged cuff lock could have contributed to the report that the pump rotated freely following the second engagement attempt, resulting in further bleeding between the apical cuff and pump. Review of the manufacturing documentation found no deviations with installation, testing, and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Chapter 5, ¿surgical procedures¿, contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Chapter 5, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Chapter 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, chapter 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU rev. B, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the surgeon placed the heartmate 3 (hm3) onto the apical cuff and tried to lock the device in place, they noticed a lot of blood coming out between the apical cuff and the pump. The surgeon asked if it was a new design apical seal and it was confirmed that it was. After further examination, it was noticed that the lock was not fully engaged. The surgeon tried to use the unlocking tool to release the pump and reseat it, but the lock would not disengage. Pliers were then used to get the pump out and tried to seat one more time. The apical cuff was examined to make sure there was nothing keeping the lock from engaging. It was noted that there wasn't anything unusual noticed. After the second attempt to seat the pump, the lock appeared to engage. However, the pump was able to rotate freely on the apical cuff, and the blood was still flowing between the apical cuff and the pump. The surgeon used the pliers again to take the pump out and prepared for using a new hm3. The new hm3 fit smoothly onto the apical cuff and locked in place with no further incidence. A new hm3 implant kit was opened and the pump weas primed to prepare for implant. The surgeon explanted the defective hm3, driveline and outflow graft and replaced it with all new components from the new hm3 implant kit. The apical cuff was not replaced. The new hm3 fit smoothly and securely onto the apical cuff with no bleeding that occurred. The patient system controller was also replaced with new sterile system controller from the new implant kit.